Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse proactively replaced integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated iesu was analyzed after being returned for failure analysis. The reported failure (erbe error m-02) was confirmed and reproduced when the iesu was connected to the system. Logs were reviewed and confirmed that the fault occurred in the field. Visual inspection identified the unit had no significant scratches or dents. The front bezel was in decent condition. M-02-3 error occurred during start-up, mono/bipolar instruments were not detected by the iesu that was placed on a system and run in normal mode. The complaint was confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the user informed the technical support engineer (tse) that the erbe displayed error m-02 and a question mark on the erbe's screen. The user exchanged the bipolar port and the bipolar energy cable, but the issue persisted. The user continued and completed the procedure without using the bipolar instrument. The tse advised the user to exchange another bipolar energy cable and bipolar instrument, but the user declined since they were undocking the patient side cart and all the arm drapes were already removed. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the procedure was completed with a monopolar instrument. The fse was unable to reproduce the m-02 error and question on the bipolar port. The iesu then displayed error c-83 the next day. The fse replaced the integrated electrosurgical unit (iesu) since the customer felt the generator was unstable. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. A review of the provided image is consistent with the alleged complaint regarding error m-02 on the erbe generator. The root cause of the failure mode cannot be confirmed without the returned device. No further escalations are required for the image review. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.